Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and calcified right coronary artery. After plain old balloon angioplasty was performed, a 2.25x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. With a support of a non-bsc guide extension catheter, the device was re-advanced but the stent got lifted. The device was completely removed from the patient's body. The procedure was then completed with a 2.25x32mm synergy¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage. Stent strut row 1 on the distal end was lifted and bent back in a proximal direction. The undamaged section of the crimped stent od(outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed a shaft polymer extrusion kink at the port weld site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and calcified right coronary artery. After plain old balloon angioplasty was performed, a 2.25x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. With a support of a non-bsc guide extension catheter, the device was re-advanced but the stent got lifted. The device was completely removed from the patient's body. The procedure was then completed with a 2.25x32mm synergy¿ stent. No patient complications were reported.